Event description:
It was reported that one time when the patient went to target ¿it turned their device off." No patient symptoms were reported. The caller was not sure of the timeframe of this event, thus it remains unknown which implantable neurostimulator (ins) was related to the event. In addition, no interventions or outcome were reported for this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).